Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit pad was placed on left lateral thigh. One centimeter reddened area appearing to be a burn was noted on the left anterior thigh. The device did not do what it was supposed to do.